Event description:
It was reported that the lead dislodged and was repositioned successfully on (B)(6) 2011. The patient developed an infection and the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A 1158t/86 (B)(4). Review of quality records.